Event description:
The patient started v-go 20 on (B)(6) 2019 and stated the v-go fell off his stomach after about 4 hours. The patient stated that on (B)(6), the patient applied a v-go to the back of his arm which fell off after 6 hours. The patient disposed of the worn v-go's in question.